Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm sjm regent heart valve was chosen for a procedure. During device preparation, the leaflet function was tested using a valve holder and it functioned normally. During procedure, a inadequate closure of valve leaflets was noted. The bypass was turned on, the valve was removed and a new 21mm sjm regent heart valve was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stale.

Manufacturer narrative:
An event of leaflet incomplete coaptation was reported. The device was returned to abbott for investigation and found that both the leaflets were intact and mobile. The valve was able to be rotated freely. There were no visible evidence of surface damage or anomalies. Hydrodynamic testing upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incomplete coaptation could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstance as the device was explanted and a replacement was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.